Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging possible insulin pump under delivery. Customer¿s current blood glucose was 297 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer states reason for alleging possible insulin pump under delivery was customer got a recertified insulin pump. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had no delivery alarm in the past. Customer reports no delivery alarm was resolved by changing complete set. Customer performed displacement test and it was failed. The insulin pump will be returned for analysis.